Event description:
The facility has stated that the lens became damaged as it was being implanted. After the implant, the surgeon noted a capsular tear, the lens was removed and an anterior vitrectomy was performed. It is unknown what caused the lens damage.